Manufacturer narrative:
T: slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novalog. No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced high blood glucose levels. The customer filled the cartridge using an insulin pen. Customer also reported having a few bad sites.